Manufacturer narrative:
Correction: initial reporter corrected to medical examiner (B)(6)I. The monitor and monitor cable were returned to the manufacturer for analysis. Analysis found that the returned cable did not appear to have any physical damage and passed a continuity test with no opens or shorts detected. No problem found. The returned monitor had a small scratch on the display but was otherwise functional. The monitor displayed a good image with no issues. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the monitor. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon monitor had an anomaly on the display. The issue was resolved without taking any actions. There was a high possibility that the anomaly of the monitor could be attributed to the cable. The cable was found to be cut. No patient present.